Event description:
A patient was discharged following deployment of an angio-seal. The patient returned to the hospital reporting leg pain. A thrombectomy procedure was performed (date unknown) to remove the angio-seal and restore blood flow to an occluded artery. The patient was reported to be fine post procedure.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instruction for use (IFU) instructs the user to assess the puncture site location and evaluate angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy.